Event description:
Pt's attorney reports that during anterior cervical diskectomy and fusion; the "tine" of an instrument broke. Surgeon and nursing staff in the or searched for the fragment but could not locate it and pt was closed. Nothing unusual was noted in post-operative x-rays. Subsequent to this surgery; the pt developed an apparent hematoma in the area of the device implantation site. During surgical evacuation of the hematoma; the broken portion of the instrument was found. The pt claims injury in the form of partial paralysis of the vocal cords and subsequent swelling in the operative area.